Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the re-placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 it was reported that the patient had stoma infection with leakage of greenish fluid. 15 days ago he was under treatment with oral augmentin 875 mg every 8 hours for 8 days but it has not been effective. He went on having greenish suppuration. On (B)(6) 2019 it was reported patient's general practitioner told him to wash the stoma and apply topical antiseptic cristalmina (clorhexidine). No infection, pain, fever, erythema, pruritus, or bad odor at time of this report. Since the application of cristalmina the area is much better.